Event description:
During the second cryoablation in the (B)(6), st elevation was noticed in the inferior ECG leads which lasted approximately 4 minutes. Once the st elevation resolved, the case continued without further incident. A manual pressure bag was used to irrigate the sheath with heparinized saline during the entire case.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was kinked at 2.4 from the tip, which did not affect the performance of the sheath. The flexcath sheath passed the performance test as per specification. Several aspiration/injections were performed while a test catheter was rotated in different directions. No air bubbles or leaking through the valve were noticed. The hemostatic valve was leak tight. Bin files showed no particular issues during the application where st elevation was observed. The flow, pressure and temperature are within specification and heparinized saline was injected during the whole inflation period (161 seconds).